Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black the pump was returned for cosmetic damage located at the battery side and exposure to moisture found on (B)(6), 2021. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly, force sensor and motor assembly noted. No corrosion or moisture damage on the vibrator assembly noted. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Per r&d engineer, critical pump error (open book image) alarm was due to the rf test failure (code 0x00000045) and main_hal_hw_erorr (0x0000004f) in the bootloader. Suspecting hw issue. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case.